Event description:
It was reported that during the procedure to treat a heavily calcified lesion in the heavily tortuous mid left anterior descending, after performing pre-dilatation a 3.0x33 rx xience xpedition stent delivery system (sds) was advanced via radial access toward the lesion; however, resistance was felt against the heavy calcification during the attempt to cross the lesion, force was applied, and the hypotube shaft separated into two pieces. Both portions of the sds were simply withdrawn from the anatomy without issue. Additional pre-dilatation was performed and a 3.0x28 rx xience xpedition was able to cross and treat the lesion successfully. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.